Event description:
The customer reported that she was hospitalized twice due to diabetic ketoacidosis. The first event was on (B)(6) 2012 with a blood glucose reading of 467 mg/dl. The customer stated that she had a stomach flu prior to being hospitalized. The second event was on (B)(6) 2012 with a blood glucose reading of 218 mg/dl. The customer also reported a button error alarm and numbers ramping up on their own, without any input by the customer. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, moisture damage was noted on the keypad trace during visual inspection. The lcd window was severly scratched. The insulin pump had a missing end cap sticker.